Event description:
It was reported the patient had their catheter ¿cleared twice¿ and that the last time he was taken to the hospital by ambulance. After running blood and urine tests, it was reported they were going to treat the patient for withdrawal symptoms. He received ¿some other medications¿ including dilaudid, ativan and ¿something else¿ two times. It was noted this event occurred ¿sometime in (B)(6), not sure." When the patient was last released from the hospital after experiencing withdrawal, he was directed to see his health care provider (hcp). The hcp reportedly did not come see the patient when he went to the clinic however. It was noted the patient¿s next appointment was on (B)(6) 2013. The device system at the time of this report was delivering sufentanil and clonidine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
Additional information confirmed the dose was sufentanyl (350 mcg/ml) at 160 mcg/day and clonodine (2000 mcg/ml) at 915 mcg/day. The patient was seen last on (B)(4)-2013. The clinic had no record of any withdrawal or allergic reaction. The patient stated he did not remember calling the manufacturing representative with the previously reported allegations. The patient ¿could not remember¿ what hospital he went to. He had pain from an unrelated elbow surgery. Per the health care provider, there were ¿no device issues at all.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information revealed the pump was replaced in (B)(6) 2012 for "normal reasons."